Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusions: (disease progression; neck dilatation and angulated neck).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx four years ago. The pt was treated for an unk sized aneurysm. Aneurysm and vessel morphology was unk at the time implant. Currently the aneurysm is 5 cm in diameter. The aortic neck has disease progression resulting in aortic neck morphology change, the aortic neck diameter is currently 28 mm and the angulation is greater than 50 degrees (moderate). The pt presented during a routine follow-up and that a recent CT demonstrated that there is a type I endoleak due to pt anatomy. The physician implanted an endurant aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.